Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The irritation was described as indentation marks from the equipment. The patient was issued an extra garment. There was no alleged device malfunction contributing to the irritation. The patient reported the area was open and appeared infected. The patient has been administrating salve with regular dressing changing, suggested by a medical professional. Follow up indicated the irritation improved. Supplemental report 10/15/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. The irritation was described as indentation marks from the equipment. The patient was issued an extra garment. There was no alleged device malfunction contributing to the irritation. The patient reported the area was open and appeared infected. The patient has been administrating salve with regular dressing changing, suggested by a medical professional. Follow up indicated the irritation improved.